Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of leaks from the insulin pump. The customer's blood glucose was 340 mg/dl. The customer had a cup of coffee and noticed that his sugars were high. The customer treated with a bolus of 2 units. Customer will return the pump for analysis.